Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine hemorrhaging"), pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: omeprazole, lipitor, birth control pills and actos. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding and uterine fibroids. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced loss of libido ("low sex drive"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and acne ("acne"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("reflux") with dyspepsia, abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("leg pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a dilation and curettage due to complications from the essure device), surgery (on (B)(6) 2017, she had hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, acne, mood swings, loss of libido, urinary tract infection, migraine, nausea, tooth disorder, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, gastrooesophageal reflux disease, abdominal distension, abdominal pain, chest pain, alopecia, back pain, neck pain, pain in extremity, feeling abnormal, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; blocked fallopian tubes. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: plaintiff fact sheet received: reporter, historical drug and events (abnormal vaginal bleeding, depression and mental anguish) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine hemorrhaging"), pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: omeprazole, lipitor, birth control pills and actos. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding, uterine fibroids and morbid obesity. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced loss of libido ("low sex drive"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problem- condition: depression"), anxiety ("psychological or psychiatric problem- condition: mental anguish") and headache ("headache"). In 2010, the patient experienced acne ("acne"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("reflux") with dyspepsia, abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("leg pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a dilation and curettage due to complications from the essure device), surgery (on (B)(6) 2017, she had hysterectomy (full) with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, acne, mood swings, loss of libido, urinary tract infection, migraine, nausea, tooth disorder, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, gastrooesophageal reflux disease, abdominal distension, abdominal pain, chest pain, alopecia, back pain, neck pain, pain in extremity, feeling abnormal, depression, anxiety and headache outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; blocked fallopian tubes. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received. Concomitant medication added. Following event: headaches were added. Event verbatim update depression to psychological or psychiatric problem- condition: depression and mental anguish to psychological or psychiatric problem- condition: mental anguish. Severity added in a events neck pain and abdominal pain as a severe. Concomitant drug ibuprofen added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine hemorrhaging"), pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding and uterine fibroids. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced loss of libido ("low sex drive"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("reflux") with dyspepsia, abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("leg pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a dilation and currettage due to complications from the essure device), surgery (on (B)(6) 2017, she had hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, pelvic pain, menorrhagia, acne, mood swings, loss of libido, urinary tract infection, migraine, nausea, tooth disorder, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, gastrooesophageal reflux disease, abdominal distension, abdominal pain, chest pain, alopecia, back pain, neck pain, pain in extremity and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, back pain, chest pain, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; blocked fallopian tubes pregnancy test urine - on an unknown date: negative concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-may-2018: information from pfs and mr. New repoirters added. Patients demographics added. Product stop date and lot number added. New events added: abnormal bleeding (menorrhagia) , mood swings, infection (bladder/ urinary tract/vaginal) type: urinary, low sex drive, migraines / headaches, acne, nausea, dental problems, fibromyalgia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, heartburn, reflux, severe bloating, hair loss, abdominal/chest pain, back pain, neck pain, leg pain, brain fog. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine hemorrhaging") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a dilation and currettage due to complications from the essure device). At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine hemorrhaging'), pelvic pain ('pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism, adenomyosis, leiomyoma nos, cervix inflammation, kidney stones, urinary calculus, intra-abdominal fluid collection, phlebolith, gallbladder stone, dry skin, constipation, uti, skin fissure, peeling, urinary frequency, hyperlipidemia, hypercholesterolemia, irritable bowel syndrome, sicca syndrome, joint pain, hair loss, acne, stiffness, dry eye syndrome, dry mouth, fatigue, polyarthritis, shortness of breath, keratoconjunctivitis, somnolence, vitamin d deficiency, skin xerosis, insomnia, weight loss, latex allergy, drug allergy, allergic reaction to analgesics, sjogren's syndrome and osteoarthritis. Previously administered products included for an unreported indication: omeprazole, lipitor, birth control pills and actos. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding, uterine fibroids and morbid obesity. Concomitant products included diphenhydramine hydrochloride, gabapentin, hydroxychloroquine, ibuprofen, medroxyprogesterone acetate (provera), paracetamol (acetaminophen) and sucralfate (carafate). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced loss of libido ("low sex drive"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problem- condition :depression"), anxiety ("psychological or psychiatric problem- condition :mental anguish") and headache ("headache"). In 2010, the patient experienced acne ("acne"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("reflux") with dyspepsia, abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("leg pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (ablation, on (B)(6) 2017, she had hysterectomy ( full )with bilateral salpingectomy and underwent a dilation and currettage due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, pelvic pain, menorrhagia, urinary tract infection, abdominal pain, back pain and vaginal haemorrhage had resolved and the acne, mood swings, loss of libido, migraine, nausea, tooth disorder, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, gastrooesophageal reflux disease, abdominal distension, chest pain, alopecia, neck pain, pain in extremity, feeling abnormal, depression, anxiety and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left: 2 coils, right: 3 coils. Removal date updated from (B)(6) 2017 to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; blocked fallopian tubes. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received. Reporter information, patient medical history, concomitant medications, rcc added. Product expiry date and removal date updated. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine hemorrhaging'), pelvic pain ('pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism, adenomyosis, leiomyoma nos, cervix inflammation, kidney stones, urinary calculus, intra-abdominal fluid collection, phlebolith, gallbladder stone, dry skin, constipation, uti, skin fissure, peeling, urinary frequency, hyperlipidemia, hypercholesterolemia, irritable bowel syndrome, sicca syndrome, joint pain, hair loss, acne, stiffness, dry eye syndrome, dry mouth, fatigue, polyarthritis, shortness of breath, keratoconjunctivitis, somnolence, vitamin d deficiency, skin xerosis, insomnia, weight loss, latex allergy, drug allergy, allergic reaction to analgesics, sjogren's syndrome and osteoarthritis. Previously administered products included for an unreported indication: omeprazole, lipitor, birth control pills and actos. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding, uterine fibroids and morbid obesity. Concomitant products included diphenhydramine hydrochloride, gabapentin, hydroxychloroquine, ibuprofen, medroxyprogesterone acetate (provera), paracetamol (acetaminophen) and sucralfate (carafate). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced loss of libido ("low sex drive"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problem condition :depression"), anxiety ("psychological or psychiatric problem condition :mental anguish") and headache ("headache"). In 2010, the patient experienced acne ("acne"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("reflux") with dyspepsia, abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("leg pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (ablation, on (B)(6) 2017, she had hysterectomy ( full )with bilateral salpingectomy and underwent a dilation and currettage due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, pelvic pain, menorrhagia, urinary tract infection, abdominal pain, back pain and vaginal haemorrhage had resolved and the acne, mood swings, loss of libido, migraine, nausea, tooth disorder, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, gastrooesophageal reflux disease, abdominal distension, chest pain, alopecia, neck pain, pain in extremity, feeling abnormal, depression, anxiety and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left: 2 coils, right: 3 coils. Removal date updated from (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion; blocked fallopian tubes. Pregnancy test urine on an unknown date: results: negative. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: 628435 manufacturing date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine hemorrhaging'), pelvic pain ('pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: omeprazole, lipitor, birth control pills and actos. Concurrent conditions included polycystic ovarian syndrome, dysfunctional uterine bleeding, uterine fibroids and morbid obesity. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On(B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced loss of libido ("low sex drive"). On (B)(6)2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problem- condition :depression"), anxiety ("psychological or psychiatric problem- condition :mental anguish") and headache ("headache"). In 2010, the patient experienced acne ("acne"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("reflux") with dyspepsia, abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("leg pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (ablation, on (B)(6) 2017, she had hysterectomy ( full )with bilateral salpingectomy and underwent a dilation and currettage due to complications from the essure device). Essure was removed on(B)(6)2017. At the time of the report, the uterine haemorrhage, pelvic pain, menorrhagia, urinary tract infection, abdominal pain, back pain and vaginal haemorrhage had resolved and the acne, mood swings, loss of libido, migraine, nausea, tooth disorder, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, gastrooesophageal reflux disease, abdominal distension, chest pain, alopecia, neck pain, pain in extremity, feeling abnormal, depression, anxiety and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram on (B)(6)2009: results: total bilateral occlusion; blocked fallopian tubes. Pregnancy test urine on an unknown date: results: negative. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.